Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 189 cm., body mass index (bmi) 28.8 kg/m2.

Event description:
A patient in a study underwent an ion lung biopsy of two lesions. It was reported that the patient experienced intraprocedural bleeding (nashville grade 2) which was identified on bronchoscopy after the catheter was removed. Adrenaline was applied and there was no further bleeding; there was suctioning of blood for less than one minute, no wedging or cold saline was required and the event was resolved. The patient was not taking antithrombotic medications. Lesion number one of the right upper lobe measured 10.4 x 9.3 x 9.7 mm. Lesion number two of the right upper lobe had no reported measurements. Distance from the pleura was not reported for either lesion. Tools used for both biopsies were 23 g flexision needle, cryoprobe - 1.1 mm, and bronchoalveolar lavage (bal). The procedure time was 76 minutes and was completed with ion. There were no ion device deficiencies during the procedure and the patient was discharged to home the same day. Pathology results for both lesions were malignant metastatic tumors (prostate). The study investigator reported the event as not a serious adverse event, a ctcae garde 2, having a causal relationship to the ion procedure, but not related to the patient's underlying disease status, not related to the ion system, and not related to third-party tools.